Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump had gotten wet. The customer stated that he had jumped into the insulin pump. The customer's blood glucose was 130 mg/dl. He stated that he had high blood glucose when he had jumped into the pool. He stated that he had high blood glucose due to having had good and advised that he treated the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to a corroded liquid crystal display board. No moisture damage on the keypad traces or motor was noted. The unit had a cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.